Event description:
According to rptr the PICC line was repaired after it developed a leak on 5/17. On 5/18, pt called rn on call because the dressing was wet. Rn went to see the pt. The hub was separated from the PICC line and the PICC migrated into the vessel. Rn applied a tourniquet and sent pt to the ER.